Event description:
Customer reported having high blood glucose levels for several weeks leading up to the call. Customer stated that she has recently had blood glucose levels between 400 and 500 mg/dl. Blood glucose level was 359 mg/dl at the beginning of the call and had lowered to 247 mg/dl by the end of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.